Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: implant size. Event description: it was reported that during an initial surgery on may 24, 2019 the fitmore shell did not seat in the acetabulum. The surgeon implanted the next bigger cup, which resulted in the necessary press-fit. There was no surgical delay and the surgical technique was followed. Review of received data: no medical data was provided due patient privacy policy. Device analysis: visual examination: on the outer surface, on the screwholes and the sulmesh surfaces, some worn off, polished areas, which can be recognized by shiny surface areas can be seen. There is one big indentation on the rim. The inner surface shows a highly polished area around the central thread. Otherwise, normal signs of usage can be seen. Measurements: to ensure the shell has correct dimensions, relevant characteristics according to inspection plan and according to the product drawing were measured with caliper z 7568. Inspection plan characteristic no. 14 feature diameter 56.2 +0.3/-0.3. Specification: max. 56.5 mm; min. 55.9 mm, measured value: 56.14 mm, conclusion: the outer diameter of the shell is within specification. Drawing characteristic height 27 +0.5/-0.5. Specification: max. 27.5 mm; min. 26.5 mm, measured value: 26.55 mm, conclusion: the height of the shell is within specification. Based on this measurements the reported event cannot be confirmed. Functional test: no functional test for the outer surface can be performed in a bench-test, however, a functional test to check the seating of a matching alpha insert was performed. The alpha inlay kk/36 (ref: 01.00013.711) fit perfectly within the fitmore shell. Review of product documentation: this device is intended for treatment. Compatibility: compatibility check could not be performed as only one product had been reported. Inspection plan sap: characteristic no. 3 feature outer curvature with scope of testing: 10%. Means of inspection: gauge 063.065.375-v93. Characteristic no. 9 feature inner curvature with scope of testing: 100%. Means of inspection: gauge 063.061.375-v69. Characteristic no. 14 feature outer diameter pressfit (56.2 +0.3/-0.3) with scope of testing: 10%. Means of inspection: caliper. Review of the dhrs showed the following inspection results: according to the final DHR including washing and packaging (order: 2849169, mat: 01.00024.556, lot: 2849169) the following measurements were performed during manufacturing inspection: document inspection of measuring results was visually inspected in 8 out of 50 parts. All 8 parts were found do meet the specifications. Inner diameter was inspected with polymer caliper pm181153 in 50 out of 50 parts. All parts were according to specification. Sulmesh grid on outer surface was visually inspected in 50 out of 50 parts. All parts were according to specification. According to the DHR for mounting of the sulmesh grid on the fitmore shell (order: 2849168, mat:v69107, lot: 2849168) the following measurements were performed during manufacturing inspection: outer contour was inspected with gauge pm063065375-v93 in 5 out of 50 parts. All 5 parts were according to specification. Outer diameter (press-fit) was inspected with caliper pm181150 in 8 out of 50 parts. All 8 parts were according to specification. Inner diameter was inspected with polymer caliper pm181153 in 50 out of 50 parts. All parts were according to specification. All pre-processing steps were reviewed and found to be according to specification. Surgical technique sap, the fitmore cup product information and surgical technique: the surgical technique describes the complete procedure from pre-operative planning until mounting of the insert. Please refer to the document for detailed information. Conclusion: it was reported that during an initial surgery on (B)(6) 2019 the fitmore shell did not seat in the acetabulum with the expected press-fit. The surgeon implanted the next bigger cup, which resulted in the necessary press-fit. The visual examination identified damages, which were introduced during insertion and removal of the shell. The performed measurements showed that the returned shell has an outer diameter according to the specification valid for the fitmore shell 56/kk at the time of production. Further, the review of the manufacturing documentation showed that the production was according to specification and no non-conformances were identified. Therefore, based on the returned product and the performed measurements the complaint could not be confirmed, as the fitmore shell has the correct specifications. Intraoperative complications during seating of the fitmore shell may be due to inappropriate planning, inappropriate acetabulum preparation or inappropriate alignment/insertion during seating of the shell within the acetabulum. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00359.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that during initial surgery the fitmore shell was found to be non-jamming.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: a cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to what has been reported, the fitmore shell was found to be non-jamming because did not have a press fit. To complete the surgery a larger cup was used, which then was implanted.